Event description:
A customer reported a malfunction with their insulin pump, which occurred after the pump was splashed with water. This issue caused the customer's blood glucose level to reach a high reading, exceeding 500 mg/dl. To address the high glucose levels, the customer administered a correction injection via multiple daily injections (mdi). Technical support resolved the situation by arranging for a replacement pump with updated software to be sent to the customer, and they instructed the customer on how to return the faulty pump. There was no need for third-party assistance.